Manufacturer narrative:
New information shows that the product within this report was not involved with the reported issue. No further reports will be sent for this product event. This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent repair of incisional hernia with biologic mesh, creation of myocutaneous flaps and abdominal wall reconstruction, repair of enterotomy, lysis of adhesions and removal of old mesh. She had revision surgery 1 year and 1 month post-surgery. She had another revision surgery 1 year and 4 months post-surgery. The patient experienced adhesions.